Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On (B)(6) 2016, the patient's pump started to alarm every 15 minutes. The patient had not missed a refill until (B)(6) 2016. The patient did not have any withdrawal symptoms. The patient was traveling and planned to have her pump refilled on (B)(6) 2016. Additional information received from a consumer reported that the reason the patient's pump alarm went off was because the patient forgot their pump alarm date and refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.